Manufacturer narrative:
This report is being supplemented to provide additional information and results of the final investigation. Please see updates to d8, h2, h3, h6, and h11. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the cause of the reported event is likely a high-frequency cauterization being performed when the tip of the endo therapy accessories could not be confirmed or when it was close to the distal end of the endoscope. However, the root cause could not be specified. The event can be detected/prevented by following the instructions for use which state: we have confirmed that the inspection method for the event is described in chapter 3 preparation and inspection_3.3 endoscope inspection of the bf-290 series operation manual. Olympus will continue to monitor field performance for this device.

Event description:
There is no new information provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope had damage to the distal end biopsy channel section that resembled a burn. The issue was found during set up/inspection for use. There were no reports of patient involvement.